Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic distal end cover of the bronchovideoscope burned around the instrument channel outlet at the distal end during the procedure while using the electrosurgical argon plasma coagulation mode. The procedure was completed with a replacement device, and no patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4 and h6. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the user used apc probe without ensuring sufficient distance from distal end, resulted in the event. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): operation manual_ preparation and inspection_ inspection of the endoscope: inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Operation manual_ using endotherapy accessories_ argon plasma coagulation (apc) warning:make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly and the endoscope may be damaged. Olympus will continue to monitor the field performance of this device.